Event description:
Boston scientific received information that the right atrial (ra) lead had dislodged into the right ventricle creating oversensing of noise on the right ventricular (rv) channel that led to an inappropriate shock. It was also noted that the patient had a left ventricular assist device (lvad) which may have contributed to the noise. A revision procedure was performed

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that at the revision procedure the device, ra and lv leads were explanted. The rv lead was partially explanted. Another manufacturer's system as implanted.

Manufacturer narrative:
(B)(4).